Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pace impedance measurements of less than 200 ohms and elevated thresholds following a magnetic resonance imaging (MRI) scan. Technical services (ts) recommended the patient follow up with their electrophysiologist to further analyze the lead. This lead remains in service. No adverse patient effects were reported.